Event description:
A family member has reported an incident that occurred to his mother. Reportedly, while getting out of the bed her leg was cut on the rail because the end cap on the rail was allegedly missing. The initial information suggests the cut was caused by the sharp exposed rail. It was reported the end user received 47 stitches and has undergone 3 operations due to this incident. There was no other reported specific detail on the exact medical intervention that occurred and no information on the current health status of his mother.

Manufacturer narrative:
(B)(4) - the owner's manual part number 1-150-065-a was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. The maintenance history of the device is unknown. Of note: minimal information has been received on this incident and invacare is currently in the process of obtaining additional detail. It was reported the end user resides is in a nursing home. Her specific medical condition(s) are unknown at this time. The reporter alleges the end caps break easily because they are plastic and not rubber and someone can accidentally bump the cap and it will pop off. Also reported was the tube on the rails is sharp and that perhaps someone can sand them down so if the cap comes out it will not cut a patient. The reporter of this event has been contacted per his request and additional information is currently being gathered. It was reported the end user underwent a total of three surgical procedures, two under anesthesia but no detail on the exact reason for the surgery or any outcome. When the new information is received a follow up report will be filed. The sample is available for an evaluation.